Manufacturer narrative:
Device was returned for inspection and evaluation. No external device damage was identified. Device logs were reviewed and no result of 575 mg/dl results in the 40s as alleged by the patient were found to be stored on the meter. Control solution testing was performed using control solution and test strips and no device inaccuracy was identified. Patient follow-up has been requested for additional information regarding the event.

Event description:
Patient allegedly checked their blood sugar using the philips blood glucose meter and got a result of 575 mg/dl. Patient then allegedly self-administered insulin and lost consciousness and fell. After the event, the patient alleges their blood glucose was in the low 40s. No medical attention was sought by the patient. The date/time of the alleged event is not known at this time.

Event description:
Patient allegedly checked their blood sugar using the philips blood glucose meter and got a result of 575 mg/dl. Patient then allegedly self-administered insulin and fell. After the event, the patient alleges their blood glucose was in the low 40s. No medical attention was sought by the patient. The date/time of the alleged event is not known at this time.

Manufacturer narrative:
Patient was contacted on (B)(6) 2024 for additional information concerning the alleged event. The patient stated that the alleged event occurred in (B)(6) 2024 but did not know the specific date. The patient also clarified that they fell but did not lose consciousness.